Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #(B)(4). The device was returned with the upper jaw detached and returned. Upon visual inspection to the device, no anomalies were observed with the I-blade as reported. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the enseal jaw broke while taking a tissue bite. Unknown how case was completed. There were no adverse consequences for the patient.